Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the door open / close clamp alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The cause of the door open / close clamp alarm was determined to be an inoperative door magnet. To correct the condition, the door magnet was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.